Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 415 mg/dl lethargy and flu-like symptoms. The patient reportedly received telephone guidance from a diabetes clinic. The patient reportedly administered insulin via injection and discontinued insulin pump therapy. The reporter alleged the pump had no power and there was moisture behind the display. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a power issue with moisture ingress.